Manufacturer narrative:
Ethnicity - requested but not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not implanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently. Ongoing. A follow up report will be submitted once the investigation is complete.a review of the device history record could not be conducted due to the lot number being unknown.

Event description:
The user facility reported that the patient was in for some vein work but the femoral artery was believed to be nicked during sheath insertion. The following information was provided by the user facility: the doctor decided to try and close the artery with an angioseal. The angioseal was inserted too far and deployed with the collagen inside the artery. This resulted in a several hour long recovery procedure to remove all the collagen and footplate by another doctor. It was reported that the patient expired the next day. Additional information was received on december 19, 2017: it was reported that the device functioned and performed as expected. The reported initial procedure performed was ventricular tachycardia ablation. It was reported that the arterial sheath was put in for closer monitoring of patient blood pressure, the patient had low blood pressure and dopamine later started. The sheath size was a 5 french. The physician was certified to deploy the angioseal. It was reported that there was no surgical intervention, but peripheral procedure was done, day after patient lost pulses on the floor. It was reported that the cause of death is unknown. The physician's thinks the collagen migrated down the leg. It was reported that there was no pre- deployment angiogram performed. Hemostasis was achieved after the angioseal deployed and pressure was held by staff as per protocol.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned.